Event description:
It was reported the pt had not received effective stimulation relief. The sjm rep met with the pt for reprogramming. It was reported there were 9 contacts which were invalid. The pt reported she had felt a pop sensation and since then had been unable to increase the amplitude of the stimulation. The pt was reprogrammed a second time, and the issue was unresolved. The physician had x-rays taken of the system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.